Event description:
The tenaculum forceps instrument was returned to intuitive surgical inc. Without a complaint. On (B)(4) 2014, intuitive surgical inc. Received a medwatch ((B)(4)) from the site and provided following complaint/event description: during a da vinci hysterectomy and cystoscopy procedure, the surgeon noted the robotic tenaculum broke and sprang into a right angle position. He was unable to move it, and pieces of the cable were removed in an endocatch and no further cable was seen. The tenaculum was removed. There was no sign of other instrument parts or tenaculum or cable, and after the surgeon inspected and irrigated, a cystoscopy was performed due to the general difficulty removing the uterus. The ureteral orifices had good strong efflux of blue-colored urine, and there was no injury to the actual bladder.

Manufacturer narrative:
Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event on the medwatch; however, no additional information has been provided as of the date of this report. The tenaculum forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube was broken at the distal end near the distal clevis. There was a 0.55 long crack down the side of the distal end of the main tube which allowed the distal clevis and grip-tips to be pulled down the side of the crack opening. The instrument cables were intact and undamaged. Failure analysis concluded that the breakage was likely due to mishandling. The instrument was returned with the 8mm cannula and the cannula seal. Failure analysis was not able to remove the instrument from the cannula due to main tube damage. No other damage was found. Based on the information provided, this complaint is being reported due to pieces of the cable from the tenaculum forceps instrument fell into the patient and were removed in an endocatch. However, at this time, it is unknown how the fragment(s) were retrieved.